Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. Product evaluation: the product was not returned. Cartridge product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of non-qualified products. The root cause is most likely related to a failure to follow the directions for use (dfu). The account used an unqualified lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol), with a chip in it. The procedure was completed the same day. Additional information was provided by a nurse, that the lenses were not chipped upon opening. The chip is found after lens has been loaded into cartridges, unsure if upon insertion or not. The nurse looked at the cartridge under the microscope and found irregularities within the inside of the cartridge and feels that is causing the issue. Further information was provided by the nurse describing the iol as having more of a hole in it. The iol was exchanged during the initial procedure.